Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that foreign matter was found in the bd preset¿ arterial blood collection syringe barrel before use. The following information was provided by the initial reporter, translated from chinese to english: "before use, the customer found 1ea abg has fm in the barrel."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd preset¿ arterial blood collection syringe barrel before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "before use, the customer found 1ea abg has fm in the barrel."